Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a tka (total knee arthroplasty) procedure, the blade broke. It was also reported that an x-ray was taken to confirm there were no blade fragments left in the patient. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that during a tka (total knee arthroplasty) procedure, the blade broke. It was also reported that an x-ray was taken to confirm there were no blade fragments left in the patient. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.